Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 61-70 years old. B1: adverse event/product problem: correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during an endoscopic procedure, the fiber was used for one hour, and the patient experienced hematuria after the procedure and before patient discharge, due to difficulty of access due to patient characteristics. There was an initial follow up visit on (B)(6) 2024 and no subsequent follow up visits. There was no relationship reported between the hematuria and the device itself. The procedure was completed using the original fiber and the fiber had no reported related issues.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 61-70 years old.

Event description:
It was reported that, during an endoscopic procedure, the fiber was used for one hour, and the patient experienced hematuria after the procedure and before patient discharge. There was an initial follow up visit on (B)(6) 2024 and no subsequent follow up visits. There was no relationship reported between the hematuria and the device itself.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 61-70 years old. B1: adverse event/product problem: correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during an endoscopic procedure, the fiber was used for one hour, and the patient experienced hematuria after the procedure and before patient discharge, due to difficulty of access due to patient characteristics. There was an initial follow up visit on (B)(6) 2024 and no subsequent follow up visits. There was no relationship reported between the hematuria and the device itself. The procedure was completed using the original fiber and the fiber had no reported related issues.